Manufacturer narrative:
Device code #2906 relates to component code #515. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent had insufficient apposition. The lesion being treated was located in the severely calcified and severely tortuous right coronary artery. The physician predilated with an apex balloon catheter and then implanted the 3.5x20mm promus element plus stent in the target lesion. It was noticed that there was a prolapse of tissue due to a space with no stent struts in the mid to proximal section. The stent was postdilated with 4.0mm, 4.5mm, and 5.0mm nc quantum apex balloon catheters to fully appose the stent. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.